Manufacturer narrative:
All samples were processed through the closed tube accessing (cta) system. There were no result flags associated with the elevated results. Per customer, qc was "elevated" before the event and failed out of range after the event. A field service engineer (fse) was dispatched: a) the fse replaced the entire analytical unit due to recurring pipettor motion errors and rv cleanout errors. B) another fse was re-dispatched a few days later and found misalignment of the wash arm. Hardware is the root cause for this event.

Event description:
Customer obtained elevated troponin (accu tni) results, above the ami cut-off, for two patients. Patient a: a) the accu tni result was 0.60ng/ml . The sample was re-tested on a different instrument and results obtained were: 0.02 and 0.09ng/ml. The result of 0.02ng/ml was reported out of the lab. B) a sample collected from this patient before the event gave a result of 0.02ng/ml and was reported out of the lab. Patient b: a) the accu tni result of 2.30ng/ml was obtained. The sample was re-tested on a different instrument and result of 0.03ng/ml was reported out of the lab. B) a result of 0.04ng/ml was reported out of the lab before the event. The elevated accu tni results were not reported outside of the laboratory. There was no effect to patient in connection with this event.